Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information received from the field representative indicated that the patient was admitted due to congestive heart failure (chf). Blood cultures revealed positive for streptococcus and transesophageal echocardiogram (tee) showed lead vegetation. The patient was again hospitalized secondary to septic shock and received fluid resuscitation as well as intravenous (IV) antibiotics. There were no additional adverse effects reported. The product was explanted.